Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed that the speaker was not producing sound. The fse replaced the speaker to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E.1.: reporter and reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there was a speaker malfunction error message and the speaker did not produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or arm was reported.